Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info stating that there were two occurrences where the battery on the customer's pump dropped at a faster rate than expected and caused the pump to shut down. There was no reported impact to the customer's blood glucose level.